Event description:
A customer reported yellow fluid dripping out from the bottom of synchron cx5ce clinical system. The customer was wearing ppe and cleaned up what could be reached. The customer primed the system and discovered leak was dripping from the waste canister area but could not find the source. The waste canister was stuck and could not be removed to investigate further. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was not reviewed, but the facility has exposure control plan. Medical attention was not sought and there was no effect to patient or user.

Manufacturer narrative:
On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse replaced a section of tubing connected to the waste canister. The fse stated the tubing appeared cracked and worn due to age. The fse verified repair per established procedures. (B)(4).